Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control evaluated the customer's device and verified the reported issue. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. Patient did not survive. The customer, a healthcare provider, confirmed that they don't believe that the device contributed to the patient outcome.

Manufacturer narrative:
Pac technician reviewed the electronic device record and confirmed the reported issue. Device shut off 4 times during the event while delivering a shock only once. The battery in use at time of event is manufactured in 2015. Physio-control recommends replacing li-ion battery packs every 2 years. The cause of the reported issue was determined to be to the use of an old battery pack operating in low condition.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. Patient did not survive. The customer, a healthcare provider, confirmed that they don't believe that the device contributed to the patient outcome.